Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 529 mg/dl at the time of incident and current blood glucose level was 292 mg/dl. The customer¿s blood glucose level was 490 mg/dl and 224 mg/dl and the customer was feeling like she would drop down. The customer changed the cannula however, the blood glucose level was still high. The customer took off the insulin pump and gave herself insulin with syringe and the blood glucose level went down. The customer alleged insulin pump was under delivering as the customer had high blood glucose level even after infusion set change. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under or over delivery anomaly noted and passed the delivery accuracy test.